Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after one pass, the ivus catheter fell apart and shredded. The device was completely removed from the patients body as a unit. The procedure was completed using another device of the same type. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after one pass, the ivus catheter fell apart and shredded. The device was completely removed from the patients body as a unit. The procedure was completed using another device of the same type. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the anchor housing was detached near the female telescope section. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.